Event description:
It was reported that during an open mediastinal tumor procedure, a blue reload could not be loaded into the jaws at the 2nd firing though the device functioned as intended with the 1st blue reload at the 1st firing. After that, the 2nd blue reload was loaded into another device, it could not be fired as well. Reinforcement material was not used. The 2nd device loading a new cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition, a cartridge pan was found lodged inside the channel. Upon removal of the pan from the channel the device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.